Event description:
The customer complained about two discrepant reactions with the anti-k reagents on erytype s rh+k art.no. (B)(4) lot 1035010. Customer reported that two samples reacted negatively with anti-k clone (B)(4). When the samples were re-tested, they reacted correctly negative with both anti-k reagents (B)(4). Customer has sent us the pt samples and the allegedly defective erytype s rh+k. Samples were tested with the allegedly defective sample or erytype s rh+k on tango in our quality control laboratory. All samples reacted correctly negative with both anti-k on erytype s rh+k. The samples were also tested using the tube technique, both were kell negative. We also tested further kell negative and positive red cells. All reactions were correct. We did not observe any false positive reactions.

Manufacturer narrative:
Stn# (B)(4). Testing of the quality control lab confirmed the correct function of the complained lot of erytype s rh+k. A check-up of the tango instrument lead to the conviction that an instrument malfunction can be excluded. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot.